Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient weight not provided. Event date not provided. Brand name not provided. Catalog and lot number not provided. Item number is tsvt6b11 item name is imp,tsv,6.0,11.5,mtx,mg lot number is 63728663. PMA/510(k) number is unknown. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw broke in the implant resulting in the implant being removed. Patient will return for a new implant in the future.

Event description:
Item number for the screw was provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the reported screw was returned. The reported event was confirmed following visual inspection. Based on the evaluation device malfunction for the screw was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.